Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that on (B)(6) 2004, the time appeared on the meter when the test strip was inserted into the meter. Patient changed the batteries and issue still persisted. She went to the clinic to obtain a blood glucose reading and did not receive any treatment. There was no information, on what the patient's blood glucose reading was in the clinic. Ccr assisted the patient in resetting the date, time and code number on the meter. Meter code showed three dashes. Meter was set to the correct unit of measurement. Ccr sent the patient a replacement meter and advised the patient that she could still use the subject meter until she receives the new one. This case is being documented a malfunction, since the code number may inadvertently change back to the three dashes. The three dashes on the meter have been due to a power-interrupt with the device.